Manufacturer narrative:
The device was received by verathon technical services on (B)(6) 2017 and via a visual inspection, as alleged in the initial complaint, the blade shell was found to be split down seam however no jagged edges were noted. The device was sent to (B)(6) for a technical review which was performed (B)(6) 2017. During the technical review, the tip of the unit was observed to have separated. It was determined that the adhesion at the tip of the blade was insufficient to keep the two halves together. Corrective actions outlined in (B)(4) have been implemented however this blade was manufactured prior to the implementation of the corrective actions.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during inspection, the end of a glidescope gvl 5 was found to be cracked pretty badly and there were some jagged edges. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.